Event description:
Patient used vest regularly from 2002 until 2003, when they experienced vision problems later diagnosed as retinal hemorrhage. Vest use was changed from regularly to as needed. Three or four subsequent uses were again followed by vision problems. Use of vst discontinued. Pt alleges significant vision loss.